Manufacturer narrative:
Insulin pump passed rewind test, prime/a33 test, and excessive no delivery test, self-test and unexpected restart error test. Unable to perform displacement test, basic occlusion and occlusion test due to reservoir tube lip damage. Insulin pump passed all operating currents tested within the spec range and passed off no power test. Insulin pump received with cracked battery tube thread, missing reservoir tube lip o-ring, cracked reservoir tube, severely scratched display window and reservoir tube lip completely broken off.

Event description:
The customer's mother reported via phone call that the customer's insulin pump had damage. Customer's mother was assisted in troubleshooting for the damage. The customer's blood glucose was unknown at the time of incident. Customer's mother reported that the seal from reservoir was missing and that the rim was cracked. Customer's mother also stated that the rubber gasket was missing. Customer's mother does not know how damage happened. The customer's mother was advised to have customer discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.